Event description:
It has been identified that this record, mrn 9617229-2025-16089-01, is a duplicate of mrn 9617229-2025-11593-00. Please see mrn 9617229-2025-11593-00 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Manufacturer narrative:
Clarification to d6a: partial date of jul/2015 provided. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "broken device".

Event description:
Healthcare professional reported "broken device". This record is for the right side. Device remains implanted.